Event description:
It was reported that during a laparoscopic low anterior resection procedure, clips ejected from the jaws when the clips were loaded into the jaws. Although clips fell into the patient, all clips were retrieved with a forceps. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. The device was empty but the locked out was noted not functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that this condition is unrelated with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted. It could not be determined what may have caused the lock out issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.